Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was incarcerated incisional/ventral hernia. The procedure performed was laparoscopic incarcerated incisional hernia repair with mesh. The patient experienced infection, two large abscess cavities with purulent material associated with mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was incarcerated incisional/ventral hernia. The procedure performed was laparoscopic incarcerated incisional hernia repair with mesh. The patient experienced infection, two large abscess cavities with purulent material associated with mesh. After the original procedure, additional potentially related procedures were performed, including surgery for abscess and infected mesh. The mesh was removed in its entirety.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: b2(remove other), e4(email), g1(manufacturer name, MFR contact first name, last name, email), g2(pho ne number). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of incisional. It was reported that after the implant, the patient experienced infection and two large abscess cavities with purulent material associated with mesh. Post-operative patient treatment included revision surgery, exploratory laparotomy, abscess drainage, and removal of mesh.

Manufacturer narrative:
(Ime, imf code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional ventral hernia. It was reported that after the implant, the patient experienced infection, pain, two large abscess cavities with purulent material associated with mesh, recurrence, inflammation, adhesions. Post-operative patient treatment included revision surgery, exploratory laparotomy, abscess drainage, removal of mesh, hernia repair with new mesh, lysis of adhesions, drain placement, medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of incisional. It was reported that after the implant, the patient experienced infection, pain, and two large abscess cavities with purulent material associated with mesh. Post-operative patient treatment included revision surgery, exploratory laparotomy, abscess drainage, and removal of mesh.

Manufacturer narrative:
Additional info: b5, b7, d10, & h6 ime e2402: slow return of bowel function medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional ventral hernia. It was reported that after the implant, the patient experienced infection, pain, two large abscess cavities with purulent material associated with mesh, recurrence, inflammation, adhesions, & slow return of bowel function. Post-operative patient treatment included revision surgery, exploratory laparotomy, abscess drainage, removal of mesh, hernia repair with new mesh, lysis of adhesions, drain placement, medication, & bowel regimen medications.